Event description:
Patient presented for elective interventional radiology procedure. Procedure went well, and upon completion, the mynx ace vascular closure device was deployed to seal the right femoral artery access point. Post deployment, light manual pressure was applied but noticed hematoma developing. Bleeding did eventually stop and the patient was admitted for observation and was discharged the next day without further complications. It is unclear if the device malfunctioned, or the substance deployed was not completely covering the access point.